Event description:
It was reported when the (B)(6) catheter was inserted into the right ventricle (rv) the physician bumped the right bundle with the catheter and caused heart block. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).